Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-dec-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 31-dec-2019, labeled for single use: no, (B)(4). This information was received from the destination therapy post approval study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an outflow graft (ofg) thrombus associated with the ventricular assist device (vad) exhibiting flows down to zero l/min. The patient had an extremely low left ventricular ejection fraction of 10% and an imaging study confirmed complete thrombosis of the ofg. An unsuccessful back wash maneuver was performed and the patient subsequently died.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files were not available for analysis. Information received from the site indicated that, in addition to the low flows, the patient experienced an outflow graft (ofg) thrombosis. The patient had a low left ventricular ejection fraction of 10% and an imaging study confirmed complete thrombosis of the ofg. An unsuccessful back wash maneuver was performed, and the patient subsequently died. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and available information, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and poor vad filling. Per the instructions for use, device thrombus and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progress ion of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft, d4: serial#: (B)(6), h6: FDA device code(s): a1409, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d12, d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.